Manufacturer narrative:
H.6. Investigation summary: "material #: 364314. Lot/batch #: 2350189. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text: see h.10.

Event description:
It was reported that before using bd preset¿ arterial blood collection syringe there was foreign matter on device cannula.needle. Syringe or any othe rfluid component. The following was reported by the initial reporter: a nurse in the respiratory department of our hospital was preparing to use an arterial blood collection device to collect arterial blood from a patient, she found that there was dirt on the needle of the blood collection device and could not be used normally. The patient was immediately replaced with a new arterial blood collection device to continue clinical operations without any adverse effects on the patient, and a medical device adverse event was later reported.